Manufacturer narrative:
Correction: d9. Date returned to manufacturing -1/18/2024. One device was returned for evaluation. Visual and functional testing were performed. The testing could duplicate the customer reported problem. The root cause of the issue was determined as device was mishandled by user. Front panel and face label, patient press gauge and MRI battery were replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the "front screen was smashed up and they are in need of a battery replacement". No patient involvement was reported.

Manufacturer narrative:
D5: operator of device is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.